Event description:
It was reported that this was an arteriotomy closure of the bilateral common femoral arteries using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device attempted in the right common femoral artery (rcfa). A cuff miss [suture retrieval issue] was also noticed with two prostyle devices that were attempted in the left common femoral artery (lcfa). The sutures of two new prostyle devices were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to a 16f in the rcfa and an 8f in the lcfa. The tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.